Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block h1 type of reportable event.

Event description:
It was reported that this implantable pacemaker was not working. In addition, the patient was in complete heart block. The pacemaker was not working because the brady therapy was turned off and was turned back on and it worked good. Additional information received indicated that the brady therapy was turned off by the physician with a request from the patient. The patient ended up going into complete heart block and coming into the emergency room (ER) being externally paced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was not working. In addition, the patient was in complete heart block. The pacemaker was not working because the brady therapy was turned off and was turned back on and it worked good. Additional information received indicated that the brady therapy was turned off by the physician with a request from the patient. The patient ended up going into complete heart block and coming into the emergency room (ER) being externally paced. This device remains in service. No adverse patient effects were reported.